Event description:
Patient paged clinical engineer around 0100 stating that he was experiencing a low flow alarm/discomfort in his chest. I had patient put himself back on batteries, connect his back-up controller to the pm and switch himself to the back-up controller. Did not resolve his alarm. Instructed him to call 911. Met patient in ER. My monitor stated the pump was off. I brought a new epc controller to the ER with the vad cart; I programmed it and switched patient to it. (Programmed at a speed of 9600 rpm, monitor toggled between 1750 rpm, 2000 rpm, cashes and the "heartmate screen). Tried moving the patient to a pocket controller and fresh batteries. Screen kept saying "connect driveline." Contacted rep from thoratec; disconnected driveline. The patient was taken from the ER straight to the cvor for an emergent hmii lvad exchange.

Manufacturer narrative:
Device model #: for type of device: ventricular (assist) bypass. Device lot #: for type of device: ventricular (assist) bypass.

Event description:
Patient paged clinical engineer around 0100 stating that he was experiencing a low flow alarm/discomfort in his chest. I had patient put himself back on batteries, connect his back-up controller to the pm and switch himself to the back-up controller. Did not resolve his alarm. Instructed him to call 911. Met patient in ER. My monitor stated the pump was off. I brought a new epc controller to the ER with the vad cart; I programmed it and switched patient to it. (Programmed at a speed of 9600 rpm, monitor toggled between 1750 rpm, 2000 rpm, cashes and the "heartmate screen). Tried moving the patient to a pocket controller and fresh batteries. Screen kept saying "connect driveline." Contacted rep from thoratec; disconnected driveline. The patient was taken from the ER straight to the cvor for an emergent hmii lvad exchange.